Manufacturer narrative:
The reported complaint was not verifiable. No product was returned to the manufacturer for evaluation. Diligence for part return and additional information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) and partial pressure of oxygen (po2) values were abnormal. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the clinical engineer had an incident with the accuracy of the blood parameter monitor (bpm) readings of both the k+ and the p02 on bypass. The clinical engineer did not gas calibrate the unit. After going on bypass the clinical engineer initiated his in-vivo recalibration and there were noticeable inaccuracies in the po2 and k+ values. They decided to change out the shunt sensor, but not the monitor and the inaccuracies remained for the duration of the procedure. The incident did not delay the surgical procedure, and the patient was weaned from cpb without issue. There was no blood loss, and no harm was observed.